Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited rising shock impedance measurements greater than 125 ohms with a recent measurement of 138 ohms. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.